Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01238 / 01239 & 01259). The previous revision procedures on december 24, 2013 and january 3, 2014 were reported on medwatch numbers 1825034-2014-00627 & 1825034-2014-01232 & 01267.

Event description:
It was reported patient underwent a knee revision procedure on (B)(6) 2013. Subsequently patient underwent another revision procedure on (B)(6) 2014 due to infection. The tibial bearing and locking bar were removed and replaced. Patient was further revised on (B)(6)2014 due to infection. All components were removed and replaced with cement spacer molds.